Event description:
A materials mgr reported a series of events with their cataract systems. This report is for the second system brought in during cataract extraction with intraocular lens implant. The "screen froze". They proceeded with an alternate system with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).